Manufacturer narrative:
H3,h6: the power supply (ps1) was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed ps1 in imaging test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.24vdc. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. G, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found the j2 connector cable on the ps1 to be loose and not connect properly. Reached out to factory to get the cable from j2 of the ps1 to j14 supply board. Drove the system around to see if the connector would come loose. It did not. Replaced the ps1.performed multiple reboots with no issues. Performed system checkout. Unit is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after booting up, the pendant of the system showed the x-ray function disabled. There was no patient involved.